Event description:
Boston scientific received information that this patient experienced a rapid heart rate and sweating for which they were transported to the emergency room. Upon examination, the patient was informed by a health care professional (hcp) that they had experienced two episodes of an unspecified nature for which their cardiac resynchronization therapy defibrillator (crt-d) did not deliver tachycardia therapy. It was also reported that this crt-d was pacing the patient at a rapid rate. Boston scientific technical services (ts) advised the patient to inform their physician of the event to determine if device reprogramming was necessary. Attempts to obtain additional information were unsuccessful, any action taken with regard to this device is unknown. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.